Event description:
It was reported that several depth gauges were discovered to be worn out during testing. There was no patient or procedure involvement. When the devices were investigated by the manufacturer, it was noted that five of the returned gauges were received with the entire needle portion of the depth gauge broken off. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 5740627: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was worn out. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the returned depth gauges (319.006) are used in a variety of surgical procedures for measuring the depth of drilled holes in an attempt to select suitable 2.0mm and 2.4mm screws. The returned depth gauges had complaint conditions including worn parts, loose metal needles, and broken. Five of the returned gauges (5188449, 5740627, 5740628, 7091970 (2)) were received with the entire needle portion of the depth gauge broken off. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length allows the gauge to measure screws up to 40 mm. The material of the needle probe component is an appropriate material for an instrument component of this type. To reduce the risk of accidental breakage, a protective sleeve is included with the depth gauge, which threads onto the nose piece and protects the needle when not in use. Of the eight total depth gauges returned, only five total protective sleeves were returned as well. It cannot be determined if the gauges were used as recommended, but the bending of the three needles most likely occurred while the device was disassembled. The depth gauges are multiple use devices and incur heavy usage. It is most likely that the additional damage noticed on the additional returned gauges is due to wear from routine usage over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.